Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the pump fell and the touch screen became shattered; consequently, interaction with the pump was limited. There was no reported impact to customer's blood glucose. Reportedly, the customer reverted to an alternate form of insulin therapy.